Event description:
General report received of an unspecified number of undocumented incidents of an irrigation set disconnection during pt use. The irrigation set was delivering sterile irrigation solution via gravity through the surgeon's scope. Reportedly, the tubing disconnected from the scope and the irrigation solution leaked. There was no reported adverse pt effect.